Event description:
Initial info was received from a nurse on 19-sep-2011: a (B)(6) female received one treatment with poly-l-lactic acid (sculptra) injection (lot# unk and expiration date: unk) about four to five years ago in the perioral area for a cosmetic indication. The pt did not remember how much poly-l-lactic acid was injected. She experienced a granulomatous like reaction beginning on (B)(6) 2010 which continued at the time of the report. The right side was worse with a 4x4 cm area which puffed up and was tender. The area was being treated with an intralesional injection of corticosteroid (unspecified) which helped but then in about 4 days to a week, it appeared again in a different location within the area. There was also a similar area on the left side but not as large. Autoimmune disorder testing was done and the antinuclear antibodies [ana], ssa, ssb were negative and the rheumatoid factor was 14. A biopsy was done and the results were not specified. The pt had no history of immunological or collagen-vascular disease. No further relevant info reported.